Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead cap housed the connector block where the twisting/moving was observed with the torque wrench. It was noted that the metal block was twisting/moving. It was noted that the reporter did not think that the plastic housing was twisting/moving but the reporter could not remember for sure. It was noted that there were no malfunctions with the torque wrench. It was noted that the issue was resolved by using a different technique where the reporter held it really tight to prevent it from moving. It was noted that the event had not been experienced since then.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08kln, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08ee0, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type; extension. (B)(4).

Event description:
It was reported that the connector block was moving/twisting when the torque wrench was used. It was noted that the 3rd contact was not damaged. It was noted that no action was required as a result and no diagnostic testing or troubleshooting was performed. It was noted that the issue resolved. It was noted that there were no patient symptoms associated with the event and no patient injury. It was noted that an impedance check was performed and impedances were with the normal range.

Manufacturer narrative:
(B)(4)